Manufacturer narrative:
Investigation, by ge representative on a follow-up site visit, indicated that the facility power in the "or" may be the issue. The ge representative was advised, by the customer, that the facility is considering installing dedicated outlets for the c-arms. No add'l information provided. If information is received that indicates specific system issue(s), it will be reported as required.

Event description:
It was reported that the 9800 system locked up. System rebooted and functioned as intended. There was no report of pt injury.